Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Dianeal and extraneal therapy was stopped and the pd catheter was removed. The patient was treated intravenously with vancomycin and cefatime .the cause of peritonitis was unknown. Ten days after hospital admission, the patient was discharged. The patient was recovering.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lots h12k14047 and h12l18046 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4): during hospitalization, dianeal and extraneal viaflex therapies were discontinued due to failing peritoneal membrane. The pd catheter was removed, and the patient started hemodialysis. On an unreported date, the patient experienced hypoalbuminemia and made very little urine. On an unknown date in 2013, the patient experienced failing peritoneal membrane which was confirmed by a positron emission tomography scan. The cause of failing peritoneal membrane was unknown. The patient has not recovered from failing peritoneal membrane. The patient recovered from peritonitis.